Event description:
The pt's mother called to report on (B)(6) 2012 at 5:05 am her sons blood glucose was measuring at 350 mg/dl and by 8:04 am his bg rose up to 475 mg/dl. Mother decided to take pt to the hospital, where he was admitted for high bg. At the hospital, they only suspended the device while the doctors put him on an insulin IV drip. Mother also stated that her son's bg levels have been consistently high, 75% above his target goal, since (B)(6) 2012 (start of their vacation).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm if any malfunction or defect occurred that may have caused or contributed to pt's hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records could be reviewed. The omnipod user's guide warns "test result greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but dod not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."